Manufacturer narrative:
D4 & h4: UDI and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the orders were stopped showing in the station. The integration support specialist investigated the issue and identified as incomplete start/end date data being received through the interface, rendering it unusable. The iss updated the hl7 editor settings to automatically assign a 30-day end date to all new orders, as requested. However, this change did not retroactively affect existing orders. To apply the new end date to current orders, the iss advised the electronic medical record team to re-push the existing orders to med bank, which would then update them accordingly. The system functioned as intended after the integration support specialist resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medbank order was stopped showing and user was not able to issue the ordered item. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.